Manufacturer narrative:
The returned file is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciproc file broke during use. The broken piece could not be retrieved. The patient was referred to a specialist for further treatment and finalization of the root canal treatment.